Event description:
It was reported that a patient read an article about the consent decree that said 14 people had died.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Additional review indicated the patient acquired the information about the 14 deaths from the FDA website when reading about recalls. As a result, no further information will be reported in this manufacturer report.